Event description:
The analyzer was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; analyzer passed functional and systems testing.

Event description:
It was reported that the analyzer was unable to measure the atrial lead properly during a case with a competitor device. The atrial channel was distorted. The company representative used the analyzer after the case and no issue was found. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.